Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the up arrow button would not respond most of the time. Blood glucose value was 170 mg/dl. The customer stated that she had not been using the device for ten years and was interested in getting an upgrade instead of replacing the device. She was transferred to sales to start the process for a new insulin pump. No product was returned for analysis.